Event description:
According to the customer, the bandage adhesive caused a "burn" on the skin of a child requiring "medical treatment".

Manufacturer narrative:
According to the customer, the bandage adhesive caused a "burn" on the skin of a child requiring "medical treatment". The customer did not report any serious injury related to the reported incident. No additional details are available related to the customer reported issue. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available at this time. It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.